Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4)-secondary surgery, lens exchange. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of 21 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -11.50 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. During injection, the lens torn. The lens was intraoperatively exchanged for another lens and it successful. There was no patient injuries and the patient is in good condition. The cause of the tear is unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with residue on the product. Visual inspection found the lens haptic torn and presence of residue on the lens surface. Corrected data: it is corrected to "(B)(6) 2018" in the initial MDR. Expiration date: it is corrected to "31-oct-2020" in the initial MDR. It is corrected to "(B)(6) 2018" in the initial MDR. (B)(4).